Event description:
It was reported to philips that system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was rescheduled to another time. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform exposure. As part of troubleshooting, the fse reviewed of system log files and found the issue with the tube cooling unit. The supplier's part analysis has conclusively determined the cause of the tube cooling unit failure was due to a defect oil pipe fitting from pump. To resolve the issue, the fse replaced the tube cooling unit, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.